Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported recurrent mr could not be determined. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported treatment with medication and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation resulting in hospitalization. Patient ID: (B)(6). It was reported that on (B)(6) 2016 the patient underwent the mitraclip procedure with one mitraclip. On (B)(6) 2020 an echocardiogram showed that the patient had a mitral regurgitation grade of 4 (severe). This was treated with medication and hospitalization. They will further evaluate mitral valve repair for the patient. No additional information was provided.